Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was used during an endoscopic ultrasound fine needle biopsy procedure performed on the pancreas. According to the complainant, the stylet snapped approximately half way down the working length of the device. They pulled the stylet out, and noticed that the end was "frayed and twisted", where it had snapped. The physician indicated that they were pulling on the stylet with a lot of force, when this occurred. They removed the device and used another expect aspiration needle device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was used during an endoscopic ultrasound fine needle biopsy procedure performed on the pancreas. According to the complainant, the stylet snapped approximately half way down the working length of the device. They pulled the stylet out, and noticed that the end was "frayed and twisted", where it had snapped. The physician indicated that they were pulling on the stylet with a lot of force, when this occurred. They removed the device and used another expect aspiration needle device to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.